Event description:
During the procedure it was noted that the equipment had a leak in the fluid seal allowing heated fluid to leak onto the patient. Manufacturer response: for genesys hta system control unit, hta system control unit (per site reporter). The company representative was present during the case and was made aware of internal processes.